Event description:
The procedure was a laparoscopic appendectomy. Reportedly, the surgeon attempted a trocar insertion two times. The surgeon claimed "it didn't feel right". Further examination revealed common iliac artery lacerations in two locations. A laparotomy was performed. A vascular surgeon repaired the vessel lacerations. The estimated blood loss was 900-1000cc's. Two units of blood were needed. The pt was sent to the ICU for 48 hrs.